Event description:
It was reported that this cardiac resynchronization therapy pacemaker had inappropriate stored atrial tachy response (atr) episodes due to far-field oversensing. Technical services discussed programming options. The patient will be evaluated in the clinic for device re-programming. At this time, the device remains in service. No adverse patient effects were reported.